Event description:
It was reported that oversensing, short v-v intervals, and high impedance were observed on the right ventricular (rv) lead. A lead fracture was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076-52 lead, implanted (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory also indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2014, 101 non-physiologic sensing integrity counts (sic) were recorded. Beginning the week of (B)(6) 2014, rv pacing impedance began increasing to a high of 1096 ohms.